Event description:
Complaint description: the hosp nurse manager reported that during a bronchoscopy procedure, a piece of the chipped glue on the distal end of the scope fell into the pt's lung. The piece, which had been peeling prior to the procedure, was retrieved with a grasping forceps. The procedure was completed with a second scope and there were no pt injuries.